Event description:
It was later reported that, following the previously reported catheter revision, the patient did not get pain relief. The patient had a big bump where the catheter was inserted, which started two weeks post-operatively. On an unreported date, MRI was done, which indicated that the patient was experiencing a cerebrospinal fluid (csf) leak. The healthcare provider (hcp) then opened the spinal incision and drained the fluid, but could not find any active leaks. It was determined that the csf leak had healed. On (B)(6) 2014, a dye study was done, which found the catheter to be patent. Following this dye study, the catheter was not primed. On (B)(6) 2014, the patient¿s dose was increased. It was calculated that, at this time, the catheter would have been filled since the dye study.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8785, lot # n362641, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8840, product type programmer, physician. (B)(4).

Event description:
Additional information received reported the patient was in the or (operating room) with a health care provider (hcp) on (B)(6) 2014 due to the csf (cerebrospinal fluid) leak. It was believed per the hcp that the leak was due to when another hcp took out the occluded catheter during the surgery that was previously reported. The patient reportedly did state he was receiving pain relief with the pump, prior to that surgery. No further information was provided. Patient outcome wasn¿t provided. Additional information has been requested but was not yet available as of the date of this report. A follow-up report will be submitted if additional information becomes available.

Event description:
It was reported that 28.4 centimeters (cm) of the distal end of the catheter were replaced. It was thought the catheter had backed out of the intrathecal space. It was determined on the date of the report to be occluded. A dye study was done on an unknown date. The patient was not getting any pain relief. It was not known when this started. The system was being used to deliver fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8785, lot# n362641, implanted: (B)(6) 2014, product type: accessory. (B)(4).